Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump ¿s down arrow key was not responding. The customer¿s blood glucose was 303 mg/dl. Customer states that the scroll bar was not moving with no input. The customer mentioned that the insulin pump had pump error and it was unable to clear. Customer changed the reservoir and infusion set and insulin pump had low battery alarm as well as low reservoir warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.